Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, but no significant deformations or damage was determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve is operating not within the accepted tolerance in the vertical position. An accelerated outflow could be determined. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found. Results: based on our investigation results, we can determine an accelerated outflow and a non-adjustability at the m. Blue. The visible deposits in the valve have led to the functional impairment. Deposits caused by substances naturally present in the patient's body, such as organic matter, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. In addition, we cannot determine functional deviations or other abnormalities in the pediatric control reservoir. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m. Blue (#fx816t) was implanted during a procedure performed on (B)(6)2024. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6)2024. No patient complications were reported as a result of the revision procedure. The complainant device was returned to the manufacturer for evaluation.